Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 181 mg/dl (ss) and 220 mg/dl (hcp) respectively (22% diff.) While in a fasting state. Control solution test result (118) was outside range. No symptoms were reported. There was no allegation of harm.